Manufacturer narrative:
Device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 154 mg/dl.